Event description:
This homecare patient was being fed using a pump. On 08/06/1998, the pump delivered 120 cc over 30 minutes. The patient had a distended abdomen and vomited. The feeding was held for about 6 hours by the nurse. On the following morning, the pump delivered 21 cc over 20 minutes, and the patient vomited again. A new pump of the same type was tried. The patient again vomited within 2 hours on a 6 oz feeding. Before the morning shift was over, the patient vomited again due to the pump delivering a 4 oz feeding in less than an hour. A newer rotary peristaltic pump was tried, and resulted in no vomiting. There was no illness, injury or med intervention resulting from the event. One patient involved.